Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer and via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the implant never worked for the patient and they were thinking about having it taken out. The patient stated that, with the implant, they always had pain so they had to turn it off. They also mentioned that they wanted to have the device removed so they could get an MRI of their shoulders. The patient did not have a managing hcp and physician listings were sent to them. Additional information was received. It was reported that the patient experienced pain in the stimulation site years ago and turned off therapy. The patient reported that the device did not alleviate their symptoms. The patient requested an explant in order to have an MRI. The device was explanted completely.